Manufacturer narrative:
The customer's reports of shut down/no power up was attributed to the digital board. The digital board was found with catastrophic damage (burnt components) and was deemed unrepairable. The digital board was replaced and scrapped to resolve the reports. The device was recertified and returned to the customer. The customer's report of the defib output was out of specification was determined to be within the expected range and was found to be normal operation of the device. Reports of this nature are typically not considered to meet our requirements for submission. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification, inappropriately shut down, and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.